Manufacturer narrative:
The reported event could not be confirmed, since the device(s) were not returned for evaluation, and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause. If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly.

Event description:
The manufacturer received scs named "retrospective post-market clinical data collection protocol for stryker systems ¿ t2 alpha tibia" that contains collected data on the usage and the outcomes of t2 alpha tibia. The report details analysis provided for procedures performed between 2-mar-2021 to 17-aug-2025. During the review of the report, it was not possible to establish a specific device detail, patient information, and currently no additional device information is available; however, the following adverse event was reported: 1 patient with hardware failure after suffering a fall at home (distal interlocking screw loosening and migration with valgus loss of fixation after the fall.) Revision surgery. Screws were revised, lateral fibular and medial tibial minifragment plates were placed. Nail was not removed. Patient healed with no further complications.